Manufacturer narrative:
An event of the valve migrating after implant was reported. It was reported that the patient had a bicuspid valve, which is contraindicated for implant with a navitor valve in the navitor instructions for use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field, however it did not show the migration of the valve. Information from the field indicated that it was thought that the valve migration was due to the valve being implanted too high. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Information from the field indicated the valve was snared, used in a bicuspid native valve, and that the elliptical ratio was 0.71. Please note, per the instructions for use, "warning: do not implant the valve if the patient's anatomy does not fall within the specified annulus and aortic diameter ranges... Annulus minor/major axis ratio =0.73." , "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." , and "the valve is contraindicated for patients with:...any leaflet configuration other than tricuspid.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant into functional bicuspid type 1 severe aortic stenosis, using large flexnav delivery system. The patient was presented with severe calcification of the native aortic valve. A non-abbott small guidewire and balloon were used for pre-dilation. Three repositioning attempts of the navitor valve were performed. On the third attempt, the device was able to be implanted in a depth of 3mm below the aortic annulus. The implant depth at release was 0-1mm. 15 seconds after removing the delivery system to the ascending aorta, the navitor valve migrated to the ascending aorta. It is thought that the migration of the device was due the valve implantation being too high, and the location of the system is not quite in the centerline of the aorta. The valve was pulled to the ascending aorta via transcatheter snare. Another 27mm navitor valve and large flexnav delivery system were prepared. There were difficulties positioning the valve at the optimum depth. The valve was positioned either very high, or deep close to the border of the landing zone. The device was implanted after two positioning attempts. The starting implant depth was around 8mm; and the final implant depth was around 13mm. However, it was noticed that the second device interacted with the first device, causing the second device to slide deeper into the left ventricle. In echocardiogram and angiogram, perivalvular leak (pvl) (moderate-severe) was observed with interference of the device with the mitral valve leaflet. Post-dilatation was performed with a 24mm non-abbott balloon without a significant pvl reduction. During the closure of the femoral artery with a non-abbott device, a problem observed with patient¿s hemostasis. Due to poor hemodynamics and the observed mitral valve dysfunction caused by the deep position of the navitor valve, the patient underwent an open chest cardiac surgery - aortic valve replacement (avr). The patient was hospitalized due to additional open surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.